Manufacturer narrative:
In response to FDA report number: mw5147891; mw5147892. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: "breast busted".

Event description:
Patient reported via regulatory reporting agency voluntary sus medwatch #mw5147892 "breast augmentation, breast busted was in pain, loss of hair, dry eyes, alopia, stress, dry eyes and neck pigmentation". Patient reported via regulatory reporting agency voluntary sus medwatch #mw5147891 "breast augmentation, breast busted was in pain, loss of hair, dry eyes, alopia, stress, dry eyes and neck pigmentation". The reported events of " loss of hair, dry eyes, alopia, stress, dry eyes and neck pigmentation" have been deemed not related to the device. This record is for the right side. Device status unknown.